Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the patient reported that at the time of the event they were (B)(6). They noted that if the "event" in question was the fact they couldn't get the battery to charge in a reasonable time, that weight had nothing to do with it. They said that the charge time was simply unreasonable; at least 45 minutes per day to move from 75% to 100% charge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the coupling issue was resolved by the belt attachment. The patient also reported that the ins does charge to 100% but that it takes a long time, up to 1.5 hours just to charge from 75% to 100%.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having poor coupling. Patient indicated they were having issues charging the ins completely. It would only be charged to 3/4 and would take a long time to get it to fully charge. The patient reported they met with a manufacturer representative on (B)(6) who told them to keep trying to reposition it but patient continued to have issues. The following day they were able to get coupling bars. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.